Event description:
It was reported that during an diagnostic imaging procedure, a shaft break occurred. The target location was the right vertebral artery. A 5/jb2/100/038 imager ii catheter was advanced to the right subclavian artery where it was observed that approximately 2 cm of the imager ii catheter tip was broken. The physician attempted to remove the catheter but the device would not withdraw into the sheath. The device remained in the right external artery. The procedure was not completed due to this event. On the following day, the physician removed the broken catheter using an unspecified non bsc snare. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: the complaint device was not received for analysis, however; a photo of the device was provided. Examination of the device photo revealed that the catheter soft tip has broken approx 10mm below the bond site between the soft tip and the shaft. The break has occurred some distance from the bond site, and the shaft to soft tip bond is clearly intact. The image shows no indication of elongation of the soft tip at the break site. Elongation would suggest that the tip was subject to excessive force. It is therefore unlikely that the break is a result of excessive force. The actual break site is not visible with sufficient clarity to make any additional analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an diagnostic imaging procedure, a shaft break occurred. The target location was the right vertebral artery. A (B)(4) imager ii catheter was advanced to the right subclavian artery where it was observed that approximately 2 cm of the imager ii catheter tip was broken. The physician attempted to remove the catheter, but the device would not withdraw into the sheath. The device remained in the right external artery. The procedure was not completed due to this event. On the following day the physician removed the broken catheter using an unspecified non bsc snare. No further patient complications were reported and the patient's status is stable.